Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported intermittent dexcom g7 continuous glucose monitoring (cgm) readings on the ilet following a self-initiated factory reset performed earlier in the day. The user experienced high blood glucose (bg) levels reaching 401 mg/dl but was unable to verify bg manually. The agent reminded the user that correction dosing may be slower during the learning period post-reset. On (B)(6) 2025, the user replaced the sensor, and bg stabilized at 240 mg/dl before trending low. The user treated with two glucose tablets and reported feeling better. The highest blood glucose (bg) recorded was 401 mg/dl. No medical intervention was reported at the time of call.